Event description:
It was reported that the screen on quick bolus button was not working. The pump was used for demo purposes only and was not used with insulin on a customer.

Manufacturer narrative:
The device has been received for evaluation; however, evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.